Manufacturer narrative:
Section h-4 (device mfg date) has been updated based on the DHR download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's mother reported that in the evening of (B)(6) 2019, the customer received an adc freestyle libre sensor scan result of 'lo' (reading less than 40 mg/dl) and was treated with oral glucose. Customer subsequently "fell bad" and experienced feeling nauseous. At 3:00am on (B)(6) 2019, a blood glucose test was performed on the built-in reader and a reading of 400 mg/dl was obtained and customer was treated with insulin (dose/type unknown). Customer was taken to see an hcp in the morning and was advised to "drink lemon water and perform a glucose test prior to treatment of insulin". No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Sensor plug was returned and was properly seated in the mount. Extracted data using approved software, sensor was found to be in sensor state is 5 (indicating normal termination). Removed plug and inspected plug assembly, uncurled side snaps were observed, indicating improper assembly by the user. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified, issue is not confirmed to a use issue.

Event description:
Customer's mother reported that in the evening of (B)(6) 2019, the customer received an adc freestyle libre sensor scan result of 'lo' (reading less than 40 mg/dl) and was treated with oral glucose. Customer subsequently "fell bad" and experienced feeling nauseous. At 3:00am on (B)(6) 2019, a blood glucose test was performed on the built-in reader and a reading of 400 mg/dl was obtained and customer was treated with insulin (dose/type unknown). Customer was taken to see an hcp in the morning and was advised to "drink lemon water and perform a glucose test prior to treatment of insulin". No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that in the evening of (B)(6)-2019, the customer received an adc freestyle libre sensor scan result of 'lo' (reading less than 40 mg/dl) and was treated with oral glucose. Customer subsequently "fell bad" and experienced feeling nauseous. At 3:00am on (B)(6)-2019, a blood glucose test was performed on the built-in reader and a reading of 400 mg/dl was obtained and customer was treated with insulin (dose/type unknown). Customer was taken to see an hcp in the morning and was advised to "drink lemon water and perform a glucose test prior to treatment of insulin". No further treatment was provided. There was no report of death or permanent injury associated with this event.